Event description:
Midas incident (B)(4). Two instruments from the morland knee tray broke while trying to remove the polyethylene. All broken parts found and removed. Morland osteotome d242103000. Morland shoe osteotome d242100000. Patient code: 4582. Device code: 1069. Reference report: mw5182148.